Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. 1. Reference sample: 1.1 model: perfusor space. 1.2 article no.: 8713030. 1.3 serial no./ lot: (B)(6). 1.4 software version: n030004. 1.5 hours of operation: 10066. 1.6 warranty: no. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing was missing. The device shows age related signs of wear and tear but no visible damage were found. 2.2 a functional test was performed. The device passed the self-test. An omnifix 50ml syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read and analysed. On (B)(6) 2021 at 11:19am a nutrisafe2 60ml syringe was selected. Based on the device history, it can be seen that the syringe is drawn up to approx. 60ml. The infusion started with a rate of 20ml/h. Approx. 2 and half hour later the infusion was finish because the syringe was empty. No other abnormalities were found in the device history. 2.4.1 with omnifix 50ml syringe: a delivery accuracy measurement was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,64%. 2.4.2 with nutrisafe 60ml syringe (1015.603): a delivery accuracy measurement was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +2,47%. The flow deviation can be traced back to an internal damage. 2.4.3 with c-gon 60ml syringe (1015.602): a delivery accuracy measurement was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,89%. 2.5 after consultation with the national company, it was determined that the wrong syringe was used. The customer use the c-gon 60 ml syringe (1015.602) but selected the nutrisafe 2 60ml syringe (1015.603). 2.6 the device was disassembled and the inside was investigated. The drive, claw mechanism and the drive head housing are damage by an external force or fall damage. 3. Asessment: 3.1 the complaint could not be confirmed. The customer used the wrong syringe. The flow deviation with the nutrisafe 60ml syringe can be traced back to an internal damage.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: "we had an issue with a syringe drive, it was set to deliver 20ml/h of feed with a 60ml nutrisafe syringe however it delivered the 60ml in 2.5-hours. When I set it up with a bbraun syringe for the same infusion 20ml/hr it delivers it in 3-hours. Is this normal operation room?"